Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had telemetry and coupling issues while trying to recharge with their neurostimulator. Her device was in a power-on-reset (por) condition and an overdischarge of the device was suspected. It was noted that the pt's device was "a little crooked", but had always been that way with the "top poking out". She had not used the device in a "long time" and likely had not recharged during that period. She had lost 30 pound in the past 6 months, but noted that the device was not moving around anymore than before. Add'l info was requested.